Manufacturer narrative:
No products have been returned to medtronic for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unable to take an image. There was no reported delay to the procedure. There was no patient involved.